Manufacturer narrative:
The device history record was provided on (B)(6)2019. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a coolflow tubing set. During set-up, foreign material was noticed on the tip of the tubing before use. The tubing was replaced and the procedure continued without patience consequence. Additional information has been received and it confirmed that the tubing was not used in the procedure. The tubing was sent to the analysis lab. The lab inspected the tubing and found the tubing in normal condition. There was no foreign material found in the tubing. The lab performed the irrigation test and results were within specification. All results passed. Lab could not reproduce the failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 12/11/2018. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a coolflow tubing set. During set-up, foreign material was noticed on the tip of the tubing before use. The tubing was replaced and the procedure continued without patience consequence. Additional information has been received and it confirmed that the tubing was not used in the procedure. The foreign material on the tip of the tubing was assessed as a reportable issue.